Manufacturer narrative:
The system was examined and the reported event was not replicated. The footswitch cable interface (which belongs to the system) was not fully seated and was found disconnected from the strain relief. The company representative confirmed that he reseated the cable but was not replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 18, 2009. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the cataract system shut down in the middle of a procedure. The system was switched out to complete the case. There was no patient harm.